Event description:
Vague report of "stopped giving meds in middle of delivery." Reporting party confirmed that there has been no "occurrence report from risk management. Probably no issue. No info is known."